Event description:
It was reported that balloon rupture occurred. The 90% stenosed target the lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the tenth inflation for 25-30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported.